Event description:
Bedside rn observed sticky, clear fluid leaking out of impella purge cassette compartment and dripping onto the floor. ECMO coordinator and perfusionist arrived and confirmed that the purge cassette was indeed leaking purge solution. A new purge cassette was obtained and ECMO coordinator and perfusionist assisted bedside rn with changing to the new purge cassette. The leaking purge cassette was removed and inspected however there was no singular, definitive source of leaking. The fluid seemed to be leaking from the box-shaped cassette portion in multiple places. Of note, this purge cassette was only inserted the day prior.